Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited intermittent large amplitude noise. The noise was over sensed and had led to inappropriate automatic mode switch. The noise on the lead was reproduced with isometric movements. No intervention was performed, and the atrial lead will be monitored. The patient had no consequences.